Event description:
It was reported that pump experienced malfunction after customer swam with pump. A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available, if necessary.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.